Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds one other report against the femoral head. Per procedure this device is exempt from device history review, as is the metal liner. No other reports were found against the remaining product and lot code combinations since their release to distribution. No additional event information or investigational inputs were provided to customer quality. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Information received from (B)(6). Revision of pinnacle/corail hip implants, due to adverse metal reaction. Revised in (B)(6) 2011, exact date not known. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds one other report against the femoral head. Per procedure this device is exempt from device history review, as is the metal liner. No other reports were found against the remaining product and lot code combinations since their release to distribution. No additional event information or investigational inputs were provided to customer quality. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Addendum added (B)(6) 2015. The complaint was reopened due to medical records and x rays were received on cd. These were passed to bioengineering for review (see (B)(4)) which states no implant fractures or disassociation seen for implant revised due to adverse metal reaction. Medical notes not reviewed per wi-7915. Pms per sep-419. No further actions identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the patient's medical records the patient was revised on (B)(6) 2011 to address discomfort in their hip, increased metal ion levels and an adverse reaction to the metal on metal. Upon revision a large bloody fluid collection was encountered. At this time the patient's femoral stem is being changed from an MDR no to an MDR yes. (Right hip).

Event description:
Revision of pinnacle/corail hip implants, due to adverse metal reaction. Revised in (B)(6) 2011, exact date not known.